Event description:
It was reported that the pump reset unexpectedly. Reportedly, the customer replaced the cartridge and continued insulin therapy. Customer¿s blood glucose level was around 70 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.